Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reported the patient's surgery to revise the catheter was cancelled yesterday ((B)(6)2019and was rescheduled for friday, november 8th. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2009, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 16-dec-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving unknown baclofen 2000 mcg/ml for a total dose of 422 mcg/day, bupivacaine 20 mg/ml for a total dose of 4.220 mg/day, and dilaudid (hydromorphone) 650 mcg/ml for a total dose of 132.14 mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. It was reported the patient had increased pain and spasticity. No environmental factors contributed to the issue. A dye/rotor study was performed yesterday ((B)(6) 2019). The physician was unable to push dye. To date ((B)(6) 2019), no interventions have taken place. The patient remained hospitalized with increased pain and spasticity. The issue was not resolved at time of reported. The patient's status at time of report was alive- no injury. It was noted that surgical intervention did not occurred, but a catheter replacement was planned and scheduled for (B)(6) 2019. The event date was (B)(6) 2019. The patient's weight and medical history was asked and will not be made available. No further complications were reported/anticipated.